Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The contrast and brightness were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the image on the 9800 system was degrating over time. No pt injury was reported.